Event description:
The patient was reportedly implanted with a bard pelvilace biourethral support system on (B)(6) 2005 and a surgisis product on (B)(6) 2009 at (B)(6) medical center in (B)(6), by dr. (B)(6) and dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. The following information was not provided by the complainant: specific information of the alleged injury. Specific information regarding whether intervention was performed. Specific information regarding why intervention was performed or what type/to what extent intervention was performed. Specific correlation between device performance and alleged injury. Current patient status.

Manufacturer narrative:
The product code listed is not necessarily the product code assigned to the device 510(k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted. Conclusions code: root cause inconclusive due to lack of details provided by the complainant. Investigation - evaluation: investigation into this claim included a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the unspecified stratasis product's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional info is obtained a follow-up MDR will be filed.